Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained. Additional information was received that the reason for replacement was due to patient wanted to upgrade to a new battery.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.